Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital (B)(6) 2025 for peritonitis. The pd registered nurse (pdrn) believes the cause of the infection is from the right middle finger. Additional information was obtained through follow-up with the pdrn. The patient went to the hospital on (B)(6) 2025 due to feeling weak, chills, nausea, and vomiting. The patient was admitted to the hospital. A pd culture was obtained. The patient was diagnosed with peritonitis on (B)(6) 2025. Additionally, the patient had osteomyelitis (fell on his right middle finger) and a possible gastrointestinal (gi) infection. The patient was initiated on intravenous (IV) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus epidermidis. The white blood cell (wbc) count was 526. The patient was discharged on (B)(6) 2025. Upon discharge, the patient¿s antibiotics were changed to intraperitoneal (ip) vancomycin until (B)(6) 2025 then oral (po) vancomycin until (B)(6) 2025 (dose and frequency not provided) and levaquin 500mg (route, frequency, and exact duration date not provided). The cause of the peritonitis is unknown. The patient denied contamination during the exchange but did have osteomyelitis and the possible gi infection along with the peritonitis. The patient continued ccpd therapy during recovery.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital on (B)(6) 2025 for peritonitis. The pd registered nurse (pdrn) believes the cause of the infection is from the right middle finger. Additional information was obtained through follow-up with the pdrn. The patient went to the hospital on (B)(6) 2025 due to feeling weak, chills, nausea, and vomiting. The patient was admitted to the hospital. A pd culture was obtained. The patient was diagnosed with peritonitis on (B)(6) 2025. Additionally, the patient had osteomyelitis (fell on his right middle finger) and a possible gastrointestinal (gi) infection. The patient was initiated on intravenous (IV) vancomycin (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus epidermidis. The white blood cell (wbc) count was 526. The patient was discharged on (B)(6) 2025. Upon discharge, the patient¿s antibiotics were changed to intraperitoneal (ip) vancomycin until on (B)(6) 2025 then oral (po) vancomycin until on (B)(6) 2025 (dose and frequency not provided) and levaquin 500mg (route, frequency, and exact duration date not provided). The cause of the peritonitis is unknown. The patient denied contamination during the exchange but did have osteomyelitis and the possible gi infection along with the peritonitis. The patient continued ccpd therapy during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although a cause of the patient¿s peritonitis was not determined, the culture results of staphylococcus epidermidis suggests a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Additionally, the patient had osteomyelitis on his finger which could have caused the peritonitis infection. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.